Manufacturer narrative:
The failure investigation has been completed.  Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified.  However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was intermittently unresponsive. Reportedly, during troubleshooting with tandem technical support, the pump became completely unresponsive. Customer was unable to unlock the pump. Customer had elevated blood glucose levels (352 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels, and stated they have back up injections for insulin therapy.